Event description:
It was reported that the customer was hospitalized due to high blood glucose over 500mg/dl, and he was treated with manual injections. Initially, the mother called to report that the insulin pump was lost at the hospital. The caller stated that the events leading to his admission was uncontrollable diabetes and depression. It was stated that the doctor believes the customer was not taking insulin properly. Troubleshooting could not be performed as the doctor removed the insulin pump, and he went back on manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.